Event description:
The autopulse platform (sn (B)(6)) powers on but the display shows burn-in and a visible line. The lcd screen is not easily readable. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The autopulse platform in the complaint has not been returned for investigation. Therefore, a physical investigation has not been performed. If the device is received for investigation/evaluation, the ccr will be re-opened.